Event description:
It was reported that the implant is fractured at the head .

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified implant fracture at collar. Shows signs of use and bone tissue attached. Irt returned with implant but in good condition. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were low bone density ¿ type iii. The reported device had been placed on tooth 37 (fdi). Device history record (DHR) review for the lot (62588909) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62588909) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.